Event description:
A us distributor reported that a monitor was resetting.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (monitor resets) has been confirmed due to contamination on multiple components of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.